Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials that are contacting the patient¿s intact skin are not bio compatible ¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02). Patient had gone to operation room with pads on for trach or peg (percutaneous endoscopic gastrostomy) and upon returning getting low flow alert. Disconnected and reconnected pads using proper technique with no improvement in flow, ran diagnostics and flow rate 2.5 l/min, inlet pressure was -8psi, circulation pump command was 80% range. When tried to reconnect and realized that they only had the two trunk pads in use. It was explained that they would get low flow with only two pads in use and also not achieved target with only two pads. They removed the leg pads because of skin injury from the pads, said it looked like petechial burns. It was not sure how long the patient had been used. Explained that pads were only good for 5 days maximum. Chest pads seem quite sticky but advised that if unsure they might want to change them. Advised that if not going to use leg pads to still plug them in to get proper flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02). Patient had gone to operation room (or) with pads on for trach or peg (percutaneous endoscopic gastrostomy) and upon returning getting low flow alert. Disconnected and reconnected pads using proper technique with no improvement in flow, ran diagnostics and flow rate 2.5 l/min, inlet pressure was -8psi, circulation pump command (cpc) was 80% range. When tried to reconnect and realized that they only had the two trunk pads in use. It was explained that they would get low flow with only two pads in use and also not achieved target with only two pads. They removed the leg pads because of skin injury from the pads, said it looked like petechial burns. It was not sure how long the patient had been used. Explained that pads were only good for 5 days maximum. Chest pads seem quite sticky but advised that if unsure they might want to change them. Advised that if not going to use leg pads to still plug them in to get proper flow rate.